Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If explanted, give date: not applicable, remains implanted in the eye. (B)(4). Device evaluation: the product testing could not be performed as the product was not returned as the lens remains implanted. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the review. The product was manufactured and released according to specifications. The search revealed no additional complaint for this production order number has been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that preloaded monofocal intraocular lens (model pcb00 +23.5 diopter) had unfolding issue after insertion into the eye. Reportedly the lens was implanted and the trailing haptic unfolded in an unusual way and scratched the endothelium, and the descemet membrane peeled 1/5 mm. Patient post-op day one descemet repositioned by gas bubble (put per-on) but not reattached. The lens remains implanted and will not be returned for investigation. No further information provided.